Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. Recalibration was delayed due to the patient's hemodialysis treatments. The sensor was recalibrated on (B)(6) 2021 and the mean was increased by 24.8 mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
The following additional event information was received 15jul2024 in a draft of an article titled "cardiomems dysruption after high flow nasal cannula ventilation" written by dr. Pascal de groote: it was reported that the patient presented with legionellosis (unrelated to the cardiomems device) and was hospitalized in the ICU. During the hospitalization, the patient was ventilated with optiflow and had a pleural effusion drained. The patient also received hemodialysis due to renal insufficiency. On aug 02, 2021 a right heart catheterization was performed to confirm the validity of the pressure sensor readings. Recalibration was delayed due to the patient's hemodialysis treatments. The sensor was recalibrated on december 8, 2021 and the mean was increased by 24.8 mmhg. On jul 15, 2024 additional information was received reporting that the patient had been hospitalized for heart failure decompensation prior to the sensor recalibration. It was also reported that two successive right heart catheterizations were performed without any difference between the measures of the cardiomems and those measured by the swanganz catheter. The patient later passed away due to cardiogenic shock while on the waiting list for heart transplantation, two years after the legionella infection.